Event description:
It was reported that a device issue occurred resulting in an aborted procedure. A capital equipment ilab ultrasound imaging system was selected for use. During the procedure, the motor drive unit (mdu) was overloaded. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. E1: initial reporter address 1 - (B)(6). E1: initial reporter phone - (B)(6).